Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringes with detachable needles are leaking. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018 , previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: six loose 3ml integra syringes with needle were received and reported to be from batch #6048798 (B)(4). The samples were visually evaluated. All syringes were activated with clear signs of usage. Liquid residue in dried and liquid form was observed in the threads between the needle hub and the syringe connections. Some of the needle hubs were confirmed to be loose and could be hand tightened more, indicating a presence of a loose connection. No molding deformities or other defects were observed in the barrel, specifically at the threaded collar area. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the complaint description and the sample evaluation, it is not clear what the root cause for the leakage is. It is possible the needles were not securely attached, not sufficiently tightened, prior to use which resulted in some of the liquid leaking through the threads. Root cause could not be attributed to the syringe manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd integra¿ syringes with detachable needles are leaking. There was no report of exposure, serious injury or medical intervention.